Manufacturer narrative:
No malfunction of the product was reported by the customer. A getinge - maquet service engineer visited the clinic, checked the affected table and confirmed that the table worked according to specification. The incident was caused by user error. In the instructions for use (IFU) it is stated the user is to pay attention and avoid collisions when operating the table. In chapter 2 of the IFU possible hazards are stated: "risk of injury! When adjusting, moving or storing the or table/ table top, the staff, the patient and the accessories are exposed to pinching and shearing hazards, particularly in the area around the joints at the head, back and leg plates. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that accessories do not collide with any nearby objects." "Risk of injury! When adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, always pay attention to the or table and accessories and avoid collisions. Ensure that the tubes, cables and drapes are not trapped. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
The customer reported that a doctor broke her right big toe while using the operating table. A trolley was located under the side rail of the leg plates. The operating table was lowered and the movement was blocked by the trolley. As a result, the table was lifted from the floor. The doctor placed her foot between the table base and the floor by mistake. The side rail slid off the trolley and the doctors big toe was squeezed between the table base and the floor. The incident occurred during clinical training. Mfg reference # (B)(4).